Manufacturer narrative:
This report is submitted on august 31, 2023.

Event description:
Per the clinic, the patient experienced a fall after the initial implantation surgery. It was noted that there was open circuits for all electrodes during implant activation on (B)(6) 2023. Troubleshooting at the clinic did not resolve the issue and the clinic requested a cochlear specialist to verify the device function. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 05, 2023.